Event description:
It was reported post implant of a lap gastric band procedure the patient had no restriction after 3 months; there had been some fills but there is no information regarding how many and the cc's involved. An egd was performed and the band had eroded in the lumen of the stomach except for the buckle. The band was then removed and appeared to be discolored; the patient was stable and kept overnight. The surgeon checked the band and the band was fine, there did not appear to be any issue with the band. The patient did not experience any pain, vomiting etc. The patient was just not getting any restriction. The band was sent to pathology.

Manufacturer narrative:
(B)(4). Information was not provided by contact.information unavailable, device not returned for analysis. Device sent to pathology.